Event description:
It was reported that during the implant procedure there was a fracture in the pace/sense portion of the high voltage 6949 lead. The left subclavian vein was occluded after the 6949 removal. An attempt was made to advance a 6947 lead, but it got "jammed". The patient was completely pacemaker dependent so the patient was sent to the cath lab to have a temporary pace/sense lead inserted through the femoral artery. The patient before this was pre-syncopal, but he did not pass out. Patient was then sent to the or and in there another 6947 lead was placed over the collarbone. The first 6947 ((B) (4)) lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lead 6947 (B) (4) was not returned for review analysis.